Manufacturer narrative:
This case is identical to (B)(4). Two cases were reported, one per each instrument the customer used, due to an uncertainty of which instrument was used. However, an investigation into the event found the sources of contamination were due to the handling of the non sterile transfer pipettes during aliquoting of samples by the lab technicians and not a result of instrument error. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases the local roche field application specialist (fas) reported that potential false-positives results were generated from the cobas 6800/8800 systems at this customer site. The customer reported around 1% positivity rate in the beginning of (B)(6) that gradually increased during the time frame of (B)(6) (1.2%, 1.7%, 2.0%, 3.6%). As a result of this observation, the customer pulled all positive samples from the 6 day time frame totaling 512 samples. Results were reported out but replaced with retest results. 214 out of the 512 retested returned negative indicating they were falsely identified as positive to the patient. A review of the protocol noted that the customer switched to non sterile pipettes that would come into contact with other pipette tips when aliquoting a sample. Upon discontinuing use of the non-sterile tips and performing a decontamination of the lab, the positivity rate returned to normal. No harm indicated. No systemic hardware issue was found on the system or reagent issue identified during the course of the investigation. No harm has been alleged by the customer. The sources of the contamination was ruled to be due to the handling of the non sterile transfer pipettes during aliquoting of samples from primary sample tube to secondary sample tubes by the lab technicians.